Event description:
It was reported that this implantable device was repositioned because it was found out of its original position. According to the field representative, the reason was likely due to twiddler's syndrome. The patient underwent surgical intervention to reposition the pulse generator. No additional adverse patient effects were reported. Subsequently, the device was explanted due to unknown reasons and returned for analysis.

Manufacturer narrative:
Product is not expected to return as it remains in service. Patient code 3191 captures the reportable event of surgery. Subsequently, the device was returned for analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported migration observations, but it was determined event is a result of a known inherent risk of device.

Manufacturer narrative:
Product is not expected to return as it remains in service. (B)(4).

Event description:
It was reported that this implantable device was explanted due to unknown reasons. Additional information from the field representative revealed that the device had migrated. It was also mentioned that the whole system was out of its original position and the reason was likely due to twiddler's syndrome. The patient underwent surgical intervention to reposition the pulse generator. No additional adverse patient effects were reported. The device is not expected to return.

Event description:
It was reported that this implantable device was repositioned because it was found out of its original position. According to the field representative, the reason was likely due to twiddler's syndrome. The patient underwent surgical intervention to reposition the pulse generator. No additional adverse patient effects were reported. Subsequently, the device was explanted due to unknown reasons and returned for analysis. Attempts were performed to obtain additional information were unsuccessful.

Manufacturer narrative:
Product is not expected to return as it remains in service. Patient code 3191 captures the reportable event of surgery. Subsequently, the device was returned for analysis.